Event description:
It was reported that during set up for the procedure, it was noticed that the 4-40 stud was broken off the demo handpiece. A second handpiece was used to finish the case with no patient consequence. No device to be returned for analysis.

Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.